Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro c-ring melted and broke in half. The broken c-ring was retrieved from the pt through the original incision with the hemopro tool. The same device was used to complete the procedure. The hosp intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. (B)(4).